Event description:
Philips received information from the site's physician that reported when performing cta head procedures with reconstructions the data sets do not show that same anatomy and was recognized by the customer site physician. There was no report of rescan, misinterpretation, or mistreatment due to this reported issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).